Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarms button error and rejected new batteries. The customer¿s blood glucose level was unknown at the time of incident. The device was not returned.

Manufacturer narrative:
Insulin pump passed the displacement test, idle current test, run current test, self test and off no power test. Unit received with normal operating currents. No unexpected battery power loss and failed battery alarm noted. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector lcd locked properly during visual inspection. No button error alarm during testing.